Event description:
Healthcare professional reported a saline device ruptured of a non-(B)(6) device. This record is for unknown side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).